Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the micro usb connection on the keyboard was damaged. The manufacturing representative replaced the keyboard. The system then passed the system checkout and was found to be fully functional. Analysis on the returned keyboard showed a physical damage failure that was found through functional testing and visual/physical examination. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Relevant device(s) are: usb 9735828 wired keyboard s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the keyboard on the navigation system was not responding to user input. The representative tried another system's usb cable and a different port with no resolution. There was no patient present when this issue was identified.